Event description:
During follow-up, a false elective replacement indicator (eri) alert was observed on the device. Although the battery voltage of the device was above eri, the device was explanted and replaced. The patient's condition was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. The device was received in normal working condition with battery voltage at above the elective replacement indicator (eri). Analysis indicated false eri alerts occurred in the field due to transient low battery voltage. Clearing the eri message with the programmer restored normal operation. Electrical and mechanical tests indicated the device exhibited normal functionality. A longevity assessment was performed. The device was in the normal range of operation with appropriate remaining longevity.